Event description:
It was reported the menu button doesn't work. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; one board interconnect ribbon cable was not fully seated into connector on the lcd (liquid crystal display). Analysis also the upper case, lower case, and one bail cover are broken. One connector on the heart lead flex is broken. Lcd lens is cracked, battery contacts are compressed, the ring is missing, and keyboard is scratched. (B)(4).